Event description:
It was reported to covidien that a stopcock manifold had a crack in it. While on a patient, they noticed a sedation drip from a crack in the stopcock, a "degradation of the product over time." They noted the patient's stats dropped "due to the degradation of the item."